Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed by moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed an intermittent issue where the pedal for fluoroscopy did not consistently engage the x-ray. A review of the system log files indicated ippc application corruption. Upon further troubleshooting, the philips fse discovered that the hard drives (hdds) in the ippc needed to be replaced. To resolve the issue, the philips fse reloaded the software and replaced the ippc hard drives. After these actions, the system returned to good working order. The codes have been updated based on the investigation's outcome.